Event description:
Ambulance personnel were attending to a pt during a code. Allegedly during an attempt at monitoring the pt, the monitor screen flashed, momentarily blank and went flatline. A back up monitor was obtained and used to continue treatment to the pt. The rptr stated there were no adverse effects to the pt as result of the alleged malfunction.